Manufacturer narrative:
Other text: h6. Evaluation codes: updated. No product returned to verify or replicate the complaint. No photographic/diagnostic evidence of complaint provided by the customer. The most probable cause for a pump under-delivery of medication is the expulsor. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device over delivered. The rn started the device of 92ml 5fu on 08/08 at 12:05pm. The device beeped 08/10 at 7:30am, the device read there was 6.8ml left but the device was empty. The device beeped again when patient took it off between 12:00 and 12:30 the same day. The device read 6ml remaining, but cannot confirm if there was res vol. Device was primed using a syringe, with less than 0.1m. No adverse patient effects were reported by the customer.